Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The issue shows inop burning smell from gde. There was a damage found in the components caused by a short on (r607) power driver board. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer stated there was no patient involvement associated with this event.